Manufacturer narrative:
(B)(6). The laser machine was examined and tested by an amo field service specialist (fss). Fss replaced the uninterruptible power supply (ups), alternating current/direct current (ac/dc)power supply and ac/dc controller to solve the issue. Fss performed the ups test and rewired printer power plug due to different ups configuration. Fss determined that the problem likely caused by spike in facility power which was reported in the area. Fss performed system checklist and the unit was found to meet the required specifications. Through follow up with the field service specialist (fss), he reported that when he attended site and tried to power up the ups there was visible smoke from it. Fss reported that there was no visible fire and that the fuses were blown due to possible shock. Fss confirms that there was no evidence of fire, not to plugs or cables, that there was some black dust around the fans of the ac/dc (alternating current/direct current) switcher power supply. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a quiet bang from (ifs) femtosecond laser system (which was not in use). The uninterruptible power supply (ups) alarm sounded and system would not turn back on and the room smelt strongly of burning. It was reported that there were patient involvement, that six (6) patients had been treated and the patient on bed had his flaps created and was under the excimer system when the issue occurred. The excimer treatment carried out with no issues and the remaining seven (7) patients for that day were cancelled. The ups was turned off.

Manufacturer narrative:
(B)(4). Device evaluation: the returned part, printed circuit board assembly (pcba board)was found to be good. It ran in the system and was found working fine. The q9 transistor in the main printed circuit board (pcb) of the alternating current/direct current (ac/dc) power supply was confirmed burnt. It was determined that this was caused by a spike in the facility power. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.